Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1 and a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that there was no overpressure noted. The failure was a 154ml non-hazardous leak which is not a reportable malfunction.